Event description:
It was reported that the device had a clutch error. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which showed reported issue was recorded. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device plunger case, left and right clutch, clutch spring, worm coupling and motor were replaced and the device passed all testing.